Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having high blood glucose readings lately and her health care provider advised to call the helpline. Customer's last blood glucose was 126 mg/dl. Customer was bolusing to treat for the high blood glucose. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 414 mg/dl. Customer woke up the night before and was vomiting. Customer was dehydrated and had possible diabetic ketoacidosis. Customer was wearing the pump at the time of the hospitalization. Customer was released on (B)(6) 2016. Customer reported having high blood glucose readings of 264, 455 mg/dl, and 313 mg/dl. Customer also had a low blood glucose level of 59 mg/dl. Customer stated that her infusion set lasted her 3-4 days. Customer stated that the pump was removed after she was admitted. Customer was assisted with programming the correct time/date. Customer will be sent tubing clamps and was advised to call back to complete the high pressure test.